Manufacturer narrative:
The field complaint of the prongs having charring and the transmitter presenting with a no power issue was confirmed. Upon opening the transmitter, burnt modem circuit components were observed on the main pcb on both sides. No other anomalies were noted.

Event description:
It was reported that the patient presented in clinic for a follow up. It was discovered that the prongs of the transmitter appeared to be charred. The patient condition was unknown.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.